Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during a cataract surgery with an intraocular lens (iol) implant procedure, when the lens opened in the eye, it lacked haptics. Viscoelastics were used, which had been kept at room temperature for one hour. Additional information has been requested.